Manufacturer narrative:
The reported event of a tip fracture could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported fracture could not be conclusively determined.

Event description:
During the procedure, it was noted on the x-ray that the catheter tip was at a strange angle. When the catheter was removed, it was noted the tip was fractured and was close to 90 degrees from normal. The catheter was exchanged and the procedure was completed with no adverse consequences to the patient.